Manufacturer narrative:
The pump alarmed pump error during the rewind due to a stuck motor assembly. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an error message that rewind was not possible on the insulin pump and the delivery stopped. The insulin pump will be replaced as the displacement verification test was not okay. Customer's blood glucose was 190 mg/dl.